Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.